Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the instruments were sticking while inserting through the cannulas. They also observed that the instruments were difficult to move in and out. They used the same devices to complete the case. There was no patient injury.